Manufacturer narrative:
Expiration date - unknown due to unknown product code/lot number. UDI - unknown due to unknown product code/lot number. Explanted date: device was not explanted. Device manufacturer date - unknown due to unknown product code/lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided, which prevented a meaningful review of the device history record.

Event description:
Per literature review: the article entitled: literature svn stroke and vascular neurology; direct carotid puncture in acute ischaemic stroke intervention. A (B)(6) year-old male with difficult supra-aortic vasculature and a completely occluded left internal carotid artery (ica). The doctor was able to access the internal carotid artery directly and mechanically remove (thrombectomy) the clot and restore full blood flow in the ica. The access sight was closed with an angio-seal, hemostasis was achieved however the patient suffered a "limited dissection of the proximal ica occurred but was managed conservatively with no sequelae". Meaning the dissection was not treated.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for user error. The device was deployed in the internal carotid artery directly per the complaint description, which is a direct violation of the IFU. The IFU has an indication the device is to be deployed in the the femoral artery only. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.